Event description:
The user facility reported that during a diagnostic colonoscopy a complete loss of image was experienced. The users withdrew the device. The patient was said to have received additional sedation. The procedure was completed with a different, but similar endoscope. There was no patient injury reported.

Manufacturer narrative:
The endoscope device referenced in this report was returned to olympus for investigation. The investigation could not duplicate the user's report of image loss. The device was operated for an extended period and no image irregularities were observed. The colonoscope has passed standard tests and procedures, and has been returned to the user facility. The cause of the user's experience could not conclusively be determined at this time. This report is being submitted as a medical device report in an abundance of caution.